Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Unused sterile devices were returned from the account, which were inspected and functionally tested with no anomalies. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device return status updated.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional device with the same issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of an artery was attempted using a proglide device relative to a procedure. Reportedly, the proglide system did not work [unspecified issue] and the suture did not close the artery. Another proglide device was used with the same results. A third proglide device from a different lot number was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.